Event description:
The customer contacted baxter's technical service center regarding assistance with ending therapy from dwell 1, which occurred on the homechoice during use. The home patient (hp) stated they got off the machine during dwell one and then returned later to find air in the patient line. The patient wanted to know if they could reprime the patient line again. The baxter technical service representative (tsr) advised they would need to end therapy. They explained in order to resume therapy they would need to use new supplies. This writer contacted the home patient (hp) on (B)(4) 2011 regarding the reported problem. The hp stated that they found the air in the line when they came back to connect but they did not reconnect to the old set. The hp stated that they redid the setup with new supplies. The hp stated they did not notify the peritoneal dialysis nurse regarding the air. The hp stated that overall therapy is going fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Date of birth was erroneously left out in the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.